Event description:
A customer reported having difficulty estimating the cartridge fill of their insulin pump. There was no adverse impact to the customer's blood glucose level. The pump was no longer under warranty, and the customer chose not to return it; no further information about corrective actions or outcomes was available.